Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d; 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a lead integrity alert (lia) for low impedance measurements. Several days later the impedance measurements were reported as high. The lead remains in use. No patient complications have been reported as a result of this event.